Event description:
Despite repeated requests the only info provided is that there was a possible erosion of the aorta involving a resonance metallic stent.

Manufacturer narrative:
We are unable to determine if there are any products of the same lot number in stock as the device lot number involved is unk. The device involved in the complaint was not returned for eval; therefore, the root cause of this complaint could not be conclusively determined. Despite repeated requests the only info provided is that there was a possible erosion of the aorta involving a resonance metallic stent. It is not possible to suggest a possible cause with such limited complaint info available. The resonance metallic stents are used for temporary stenting of the ureter in adult pts with extrinsic ureteral obstruction. These devices are intended for one-time use. The cautions section of the instructions for use state that the "patient should be checked at regular intervals utilizing techniques such as abdominal x-ray". A review of the mfg records for the lot number involved in this complaint report could not be carried out as the lot number involved in the complaint was not provided. A review of the 2-year complaints history for this product family was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is rare. Complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time. The complaint could not be verified as the device was not returned for evaluation. Complaints of this nature will continue to be monitored for potential emerging trends.